Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedures of urethropexy with cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that following insertion the patient experienced uti, adhesions, bloody discharge, and hemorrhage. No additional information has been provided.(B)(4).

Manufacturer narrative:
Lawyer-filed report (B)(6). (B)(4). It was reported that mesh was implanted due to pelvic organ prolapse, cytstocele, rectocele, and urinary incontinence. The patient underwent mesh revision/removal on (B)(6) 2007 and experienced pain, erosion, bleeding, and bowel problems. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-27501. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.